Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sleeping. Technical services (ts) discussed there are artifacts observed in primary sensing vector. Troubleshooting options and programming recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported. Further information was requested, however, no information was received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sleeping. Technical services (ts) discussed there are artifacts observed in primary sensing vector. Troubleshooting options and programming recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported. Further information was requested.